Event description:
Patient had a fire with a resmed 11 CPAP machine. He is not sure the exact date, but he obtained machine on (B)(6) 2025, and notes that it was in the few months after this. He denies modifying the machine or using off-market supplies. He denies any open flames near the device. He states that he was using the CPAP when he smelled smoke and looked over to see the device on fire. Therapy start date: (B)(6) 2025. Diagnosis for use: obstructive sleep apnea.